Manufacturer narrative:
This is an initial report. The customer's product has been returned for investigation. A follow -up report will be filed once investigation results are available.

Event description:
Customer's wife reported customer receiving an inaccurate glucose reading (110 mg/dl) from their freestyle lite meter. Customer's wife reported customer experienced symptoms of slurred speech, "eyes getting big", sleepiness and lose of consciousness. Paramedics were called and obtained a reading of 24 mg/dl with their hcp meter. Customer was treated with an unk shot. There is no report of diagnosis, an investigation into the details is in process.